Event description:
Following angioplasty at an inflation pressure of ten atmospheres in the supraclinoid segment of the left internal carotid artery (ica), it was noted that the left ica was bleeding when the device was deflated. The bleeding was noted along the distal aspect of the stenosis which also appeared to be the same level as inflow from the left posterior communicating artery (pcom). The device was immediately inflated to control the bleeding and a total of 40mg of protamine was administered intravenously to reverse the heparinization of the patient. These measures were not successful at stopping the bleeding and a decision was made to occlude the left ica with coils, the coils extended from just proximal of the left pcom to just distal of the bifurcation. Post procedure imaging revealed a diffuse subarachnoid hemorrhage and hydrocephalus. The patient was transferred and underwent an emergent placement of an intraventricular shunt. The patient was reported to remains under sedation and intubated.

Event description:
Following angioplasty at an inflation pressure of ten atmospheres in the supraclinoid segment of the left internal carotid artery (ica), it was noted that the left ica was bleeding when the device was deflated. The bleeding was noted along the distal aspect of the stenosis which also appeared to be the same level as inflow from the left posterior communicating artery (pcom). The device was immediately inflated to control the bleeding and a total of 40mg of protamine was administered intravenously to reverse the heparinization of the patient. These measures were not successful at stopping the bleeding and a decision was made to occlude the left ica with coils, the coils extended from just proximal of the left pcom to just distal of the bifurcation. Post procedure imaging revealed a diffuse subarachnoid hemorrhage and hydrocephalus. The patient was transferred and underwent an emergent placement of an intraventricular shunt. The patient was reported to remains under sedation and intubated.

Event description:
Following angioplasty at an inflation pressure of ten atmospheres in the supraclinoid segment of the left internal carotid artery (ica), it was noted that the left ica was bleeding when the device was deflated. The bleeding was noted along the distal aspect of the stenosis which also appeared to be the same level as inflow from the left posterior communicating artery (pcom). The device was immediately inflated to control the bleeding and a total of 40mg of protamine was administered intravenously to reverse the heparinization of the patient. These measures were not successful at stopping the bleeding and a decision was made to occlude the left ica with coils, the coils extended from just proximal of the left pcom to just distal of the bifurcation. Post procedure imaging revealed a diffuse subarachnoid hemorrhage and hydrocephalus. The patient was transferred and underwent an emergent placement of an intraventricular shunt. The patient was reported to remains under sedation and intubated.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Corrections: the device was not analyzed as it had been disposed of. Additional information received from the user facility stated that the patient had died on (B)(6) 2011, recorded cause of death was unknown as death certificate was not available.

Manufacturer narrative:
Additional information was received from the user facility stating the patient's condition had continued to decline and the family had made the decision to place the patient on palliative care with a do not resuscitate order in place. An MRI scan on (B)(6) 2011, 56 days post procedure, revealed that there was no hydrocephalus present but punctate regions of increased signal intensity were present in the parasagittal frontal lobe regions and right frontal periventricular white matter representing areas of subacute infarction. There was also increased signal intensity in the lateral left cerebellar hemisphere and mild signal increase in the left internal nd external capsule representative infarction in the left lateral cerebellar hemisphere, right pons and left basal ganglial regions. The left internal carotid artery did not appear to be patent in the imaging.

Event description:
Following angioplasty at an inflation pressure of ten atmospheres in the supraclinoid segment of the left internal carotid artery (ica), it was noted that the left ica was bleeding when the device was deflated. The bleeding was noted along the distal aspect of the stenosis which also appeared to be the same level as inflow from the left posterior communicating artery (pcom). The device was immediately inflated to control the bleeding and a total of 40mg of protamine was administered intravenously to reverse the heparinization of the patient. These measures were not successful at stopping the bleeding and a decision was made to occlude the left ica with coils, the coils extended from just proximal of the left pcom to just distal of the bifurcation. Post procedure imaging revealed a diffuse subarachnoid hemorrhage and hydrocephalus. The patient was transferred and underwent an emergent placement of an intraventricular shunt. The patient was reported to remains under sedation and intubated.